Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noted the qc was out of range and loaded a new troponin t reagent on the analyzer. He then repeated qc which was still out of range. The customer then pulled previously tested samples and sent them to another laboratory for retesting on a cobas e601 analyzer on (B)(6) 2012. Of the data provided, the results for two patient samples were discrepant. The customer refused to confirm the units of measure for any of the tests involved with this issue. Patient sample 1 initial pro bnp result was 273.0 and the repeat result was 902.1. Patient sample 2 was from a patient born on (B)(6). The initial troponin t result was 0.012 and the repeat result was 0.023. All of the original results were reported outside the laboratory. The customer could not confirm whether any patients were affected by the erroneous results. He stated no corrected reports have been issued and no medical personnel have been notified of the issue. The probnp reagent lot number was 16584602 with an expiration date of 03/31/2013. The troponin t reagent lot number was 16765901 with an expiration date of 04/30/2013. The field service representative determined there was a fluidic failure of tube 510 between the p-carrier acrylic block and the pressure sensor for the s/r probe. He replaced tube 510 between the p-carrier acrylic block and the pressure sensor for the s/r probe. As preventive measures, he replaced the p-carrier tube 465 to probe and the measuring cell. To verify the analyzer operation, he ran performance checks which were all within specifications. The customer ran calibrations and qc for all assays which were within their guidelines.